Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that the parts did not show any indication of excessive wear or failure and bone material coverage indicated good adherence to part; examination of returned device could not determine the root cause of the event.

Event description:
It was reported patient underwent a partial left knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to pain and effusion. Patient was converted to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."